Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 430 mg/dl. The customer treated with insulin. The customer reported that they were wearing the insulin pump during hospitalization. Customer indicated that their doctor has been contacted and their blood glucose value was 352 mg/dl at the time of the call. The customer performed troubleshooting for high blood glucose. The product will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self-test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0878 inches. No unexpected no delivery alarms noted. Unit received with minor scratches on lcd window.